Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, inserting screw on a tendon transfer and the screw got stuck on the inserter under normal working conditions. Resolved: opened another size screw from a different set. Yes, issue caused a delay that required additional anesthesia, medication, surgical procedure or the use of unintended equipment.